Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the clinical data. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. The multi-function cable used at the time of the event was not returned to zoll medical corp as part of this investigation. Analysis of reports of this type has not identified an increase in trend.